Event description:
It is reported that the broach broke.

Manufacturer narrative:
(B) (4): evaluation summary: the returned device was reviewed . It was observed that the broach was fractured into 2 pieces at the last tooth of the broach. The surgical technique is unknown, and the surgical notes are unavailable. Based on the above information and observations, the broach may have fractured due to one or a combination of the following mechanisms: when broaching the femur, the broach may have been misaligned and the distal portion of the broach may have come into contact with the cortical bone. This may have increased the resistance, and when impacted the broach may have fractured at the smallest cross section, which is just below the last tooth on the broach. Alternatively, during broaching the last tooth may have become caught on material, and when attempting to remove the broach with the handle, the broach may have fractured. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events: 6. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaints.